Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a setscrew problem was observed. There were a number of short v-v intervals and non-sustained episodes recorded. Over-sensing was observed on can to right ventricular (rv) coil and also on the ventricular electrocardiogram (egm) (tip to coil). During device revision and when the physician tried to screw the lead back into the header, the screw would not engage with the lead. The physician noted that the setscrew was in line but would keep turning. The device was explanted and replaced. No patient complications have been reported as a result of this event.